Manufacturer narrative:
(B)(4). On (B)(6) 2015, the customer, (B)(6), alleged that, the patient table is loose and moving, for (B)(4). There was no report of any harm to the operator, patient or bystander during the incident. The system was not in clinical use at the time of the issue was discovered. The customer contacted the philips help desk to inform them of the issue. The philips field service engineer (fse) was dispatched to the site. The fse arrived at the site and evaluated the system. Fse determined that the service latch was not secured and re-secured the service latch to resolve the issue. Per fse, the cause of the loose service latch was due to the latch was not properly engaged during the last visit. No other service latch complaints have been received from the customer after the service latch was replaced. After the fse's service, the system is working as specified. When the service latch disengages, the couch subframe will free float and may move away from the gantry during manual movement of the table top, which may result in pinching, entrapment, or removal of medical tubing (i.e. Patient IV, ventilator, etc.) CT engineering also determined that there is a potential for undesired radiation to the patient due to carbon top stops/free floats before scan completed. In such cases, the trained professional may determine a rescan is necessary. The risk associated with a rescan from a CT scanner is acceptable and poses negligible harm to the patient per white paper; computed tomography re-scan risk. The (B)(4) includes information related the correction and removal documents for this issue including field safety notification (fsn 72800614) that was sent to the field on 08-apr-2014 stating that: if the customer experiences a horizontal, free-floating couch motion, they have to contact their field service engineer immediately. A copy of this field safety notice has to be retained with the equipment instructions for use (IFU). Additionally, the service manual is being revised to provide more robust instructions on how to service the patient support. The service manual changes are internal philips documents. Per fse, the cause of the loose service latch was due to the latch was not properly engaged during the last visit.

Event description:
The customer reported that the table is loose and moving. The phillips field service engineer (fse) confirmed that the tabletop was free floating. The fse determined the service latch was loose and was not engaged. The fse has re-secured the service latch to resolve the issue.